Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time and date was inaccurate. The cause for the pump time and date being inaccurate was unknown. Customer's blood glucose level was 98 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.